Event description:
It was reported that during an afib ¿ paroxysmal procedure, after hours of ablating the ablation distal and proximal channels became noisy on both ep recording system and esi mapping system. They exchanged cables and bypassed esi system (connecting catheter directly to stockert) and the noise persisted. The catheter was exchanged. This resolved the issue and the case was completed without any patient consequence. The customer confirmed that the signal noise was only appeared on ablation channel. In addition, the customer informed that the area between the tip and second electrode appeared charred making this event reportable.

Manufacturer narrative:
(B)(4).